Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of swelling, puffiness, hard, pain, bumps and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, pain and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the cheek and chin/prejowl area. There were no issues. Patient had another injection with juvéderm¿ voluma¿ with lidocaine in the cheeks in about 3 months later. There were no incidents and the patient had good results. Altogether, the patient had been injected in the cheek, chin, marionettes and prejowl. Patient had also been injected with redensity teoseyal in the tear trough area on both dates. About 6 months later, the patient had began developing swelling and puffiness which started in the patient's under eyes. The patient was treated with hyaluronidase. A week later, the patient developed "hard, painful bumps appearing" in the areas where juvéderm¿ voluma¿ with lidocaine was injected and was treated with hyaluronidase mixed with kenalog. The symptoms "seem to be getting larger" and there are "many hard nodules in all area injected." This is the same event and the same patient reported under MDR ID #3005113652-2017-00698 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection with juvéderm¿ voluma¿ with lidocaine, also a device manufactured by allergan.

Event description:
Additional information: the patient's symptoms have led to permanent damage as patient still has ongoing treatment.